Event description:
Caller states patient tested 2.0 inr and 1.9 inr on coaguchek xs system 1, and 1.9 inr on coaguchek xs system 2 while a comparison lab returned as 1.23 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 2 (lot number 21912021, expiration date 08/31/2014). (B)(4).